Event description:
Customer opened a 9-10mm std ezloc and found that the sterile package contained a 9-10mm long ezloc. The mislabeled product was not used. The case was completed using a different lot of 9-10mm std. This occurrence did not cause a delay in the case.

Manufacturer narrative:
(B) (6).